Event description:
It was reported a patient experienced a surging sensation that did not going away when stimulation was turned off. The patient had about 40 incidents per day. It was noted she had less incidents with less intensity but it still occurred. The healthcare provider (hcp) had two patient¿s experiencing a surging sensation, one was positional related and one was not. The location was noted to be the implantable neurostimulator (ins) location. Refer to mfg report # 3007566237-2014-00082 for the other patient.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).